Event description:
The service repair technician reported that during routine testing of the device at the service center, the customer removed the 20amp plug and replaced it with a 15amp plug. The product information states the 115vac loaner cooler/heater unit must be plugged into a 20amp dedicated circuit. There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) will replace the entire cord set to correct the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.